Event description:
It was reported that a device embolization occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no patient complications that were reported. On (B)(6) 2019, the patient came in for a 45 day follow up transesophageal echocardiogram to assess the watchman device. The imaging showed that the device was no longer in the heart. The physician located it in the left common iliac. The closure device was removed percutaneously with a goose neck snare. The patient is fine and has been discharged from the hospital. The patient is on the schedule to be re-implanted next month.